Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to noise, oversensing, pacing inhibition with no asystole and high pace impedance measurements greater than 2000 ohms. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).